Manufacturer narrative:
A review of complaint history and device history records was conducted during the investigation. The device was not returned with this complaint, so a full complaint investigation could not be performed according to the information provided, an infection was detected after one week of implantation. There is no evidence to suggest the product was not manufactured to specification. The nature of the port implantation and use procedure introduces risk for infection. The appropriate internal personnel has been notified and will continue to monitor similar complaints.

Event description:
The patient did not require any additional procedures due to this occurrence according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No patient information was provided; however, it was stated that after one week of implanting a vital port in the patient, the area of insertion became infected. No additional information has been provided regarding patient or patient outcome.

Manufacturer narrative:
(B)(4). The event is currently under investigation.